Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to myopotentials during a follow-up in clinic. The patient was asymptomatic. Programming changes were made.